Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) , alleging two power related issues with the subject meter. The reporter claimed that on a few occasions the meter powered off a few seconds after obtaining a message that the result was above '33.3 mmol/l'. The reporter also claimed the meter would also "freeze" and not power off with same scenario. At the time of troubleshooting, the alleged power issues could not be replicated. These complaints are being reported because the reported issues were not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/04/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on 1/13/2014 and 1/24/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.